Manufacturer narrative:
Additional information: additional information was received on 2018-apr-25 regarding the device evaluation. (B)(4). Correction: catalog number corrected to 4-840120dijj-jp, PMA / 510(k) # corrected to k151252. Evaluation summary: a service engineer (se) inspected the device and was unable to duplicate the reported issue. The unit passed testing and operated within the manufacturing specifications. The device has been returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an 840 ventilator's lower display blacked out. It was reported that after rebooting the ventilator, the condition did not appear. The patient was transferred to another ventilator and there was no harm to the patient.